Event description:
Tampon coming apart, fishing chunks out of me- vagina [foreign body in reproductive tract]. Tampon coming apart [device breakage]. Case description: consumer reported via e-mail that tampon is coming apart. No serious injury reported.

Event description:
Tampon coming apart, fishing chunks out of me- vagina [foreign body in reproductive tract]. Tampon coming apart [device breakage]. Cause was traced to design [product design issue] . Case narrative: consumer reported via e-mail that tampon is coming apart. No serious injury reported.